Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) her onetouch ultra2 meter was prompting an error 5 message when she was attempting to test her blood glucose. Per the ot ultra2 owner's booklet, the error 5 message prompts when there is a problem with the test strip or the confirmation window has not been completely filled. The complaint was classified based on the customer care advocate (cca) documentation. On (B)(6) 2012 at 10am, the patient reported the alleged issue first occurred. The patient reported using oral medications (type and dose unknown) with diet and exercise to manage her diabetes. The patient reported making no changes to her normal routine due to the alleged issue. The patient reported 10 minutes later, she developed symptoms of feeling "shaky" the patient reported on (B)(6) 2012 at 10:10am she self treated with glucose tablets. The patient reported on (B)(6) 2012 at 10:15am, she testing on another device and obtained a reading of "55mg/dl." At the time of troubleshooting, the cca determined this was not the first time the subject meter had been used. The cca also noted the patient's test strips were in good condition. The cca discovered the patient's testing process was correct. And the test strip completely drew in the sample. However, the alleged issue remained unresolved with troubleshooting. Replacement products were sent to the patient. This complaint is being reported as an adverse event because the patient reported due to the alleged issue, she developed symptoms suggestive of hypoglycemia and required self treatment.